Event description:
It was reported that the physician loaded the supera stent delivery system (sds) on the guide wire when it was noted that the tip appeared loose on the sds. The sds was removed from the guide wire and replaced with another to complete the procedure in the right superficial femoral artery without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated age. Estimated weight. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported loose tip was not confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances from this lot. The results of the historical data review for this lot found no other incidents. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.